Event description:
Additional investigation completed by the vendors for this product concluded that the manufacturing processes for this product were found to be acceptable and without discrepancies.

Manufacturer narrative:
Evaluation codes: results: mechanical problem; conclusion: inconclusive - investigation in progress. (B)(4).

Event description:
It is reported that an ac3200 device was used for treatment of the lad, with 99% stenosis. No calcification was observed by ivus. Vessel tortuosity is reported as none. During the procedure, when the physician attempted to apply pressure to the competitor balloon catheter (3.0 mm x 15 mm) using the everest device, the balloon was inflated but the pressure gauge did not move. This event occurred while inserted in the patient (during balloon inflation). It is reported that the issue occurred on the first attempt to inflate. The physician continued to apply pressure to the device and the pressure gauge suddenly moved, and resulted in a balloon rupture. The dial was not seen to move prior to the issue. Although the physician attempted to reduce the pressure, it was not completed. The same issue also occurred in the replacement competitor balloon catheter (3.0 mm x 15 mm) in the same patient, and this balloon also ruptured. The same inflation device (ac3200) was used for inflation of the second balloon. It is reported that the ruptures occurred in vivo, but no adverse events were reported. The physician initially attempted to inflate the balloon at nominal pressure. However, as the gauge did not show the pressure, actual applied pressure was unknown. The procedure was completed by implanting a competitor stent (3.0 mm x 18 mm) and no health hazard occurred to the patient. The physician implanted the stent by using the complaint device. It is reported that no intervention was required as a result of the issue. Evaluation summary: received for evaluation was one ac3200 everest inflation device. The device appears to have been used. The needle was received at 0 atm and the plunger pulled to the back end of the syringe. The device exhibited what appears to be contrast media inside the syringe body. When pressure was applied turning the lead screw, the needle moved approximately 1.1 atm, but failed to return to zero when de-pressurized. Closer visual inspection of the filter in the gauge bore appears clean. The needle remained at 1.1 atm. While under vacuum the needle remained at the same point.